Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one maxcore disposable core biopsy instrument for evaluation. Upon visual evaluation, the device was received with protective tubing and received in half primed position with the top slide pulled back. No visual anomalies were noted to the device. Upon functional testing, the device was able to be fully primed without any issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of (B)(4) tests. The device was able to prime and fire properly. All (B)(4) samples were obtained with no issues. Therefore, the investigation is unconfirmed for the reported failure to fire issue as the device was able to prime, fire and obtain samples without any issues. A definitive root cause for the alleged failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 03/2026), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a kidney biopsy procedure, the device allegedly was triggered but not the guillotine, resulting in the biopsy failing. It was further reported that the event necessitated an additional puncture with a different brand of device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 03/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a kidney biopsy procedure, the device allegedly was triggered but not the guillotine, resulting in the biopsy failing. It was further reported that the event necessitated an additional puncture with a different brand of device. There was no reported patient injury.